Event description:
It was reported a patient underwent a hernia repair procedure on an unknown date and a topical skin adhesive was used. The patient experience severe reaction resulting in removal and needing of additional therapies. No patient consequences reported. Product was removed and steroids given. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What is the procedure name? - hernia repair ¿ what is the procedure date? - unknown ¿ what date did the reaction occur on? - post procedure ¿ what does the reaction look like and how large of an area does the reaction cover? - under and around prineo ¿ do you have any pictures of the reaction? - waiting for surgeon to share ¿ was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. - product was removed and steroids given ¿ what is the most current patient status? - okay post op ¿ can you identify the lot number of the product that was used? - clr22us ¿ was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? - unknown ¿ is the product involved in the event or a representative sample (product from the same lot number) available for evaluation? - unknown no product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.